Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the needle of the gauge was over 12 atm without applying pressure. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the gauge was noted to be broken off from the rest of the device. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.investigation results revealed that the gauge was reading inaccurately, therefore this is now an MDR reportable event.